Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97754, serial/lot #: (B)(4), UDI#: (B)(4). Initial reporter occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and family member regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient was experiencing poor communication. The patient said he kept on trying to recharge the ins and plugged the recharger into the outlet. It was also noted the patient was seeing a reposition antenna screen. The patient also noted that their recharger has been unable to power up for about 2.5 months. The last time the patient had stimulation or a successful recharge was also 2.5 months ago. It was also mentioned the patient was not walking properly. No further complications were reported. No additional patient symptoms were reported.